Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, a right side rupture. And capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings during the analysis. Capsular contracture: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Other-medical: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown. Patient reported there is a golf ball sized lump in between the two implants and that the patient has symptoms of "breast implant illness which is not device related. Healthcare professional later reported t a right side rupture, capsular contracture, baker grade iii. Device explanted.